Manufacturer narrative:
Na - (B)(4).

Event description:
The customer stated that an ise system reagent ran out during operation of the cobas 6000 c (501) module and the operator did not notice. Questionable ise results for an unspecified number of patient samples were reported outside of the laboratory. The customer noted that the analyzer software showed that the ise system reagent volume was more than was actually in the bottle. The customer replaced the reagent and this resolved the issue. The customer provided data for a total of 8 patient samples that were affected. Of these samples, four had erroneous ise test results that were reported outside of the laboratory. All four had erroneous results for ise indirect k for gen.2 and three of these four samples had erroneous results for ise indirect na, cl for gen.2. The repeat results for these samples were believed to be correct. Refer to the attachment for all patient data. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer verified that the ise performance was back to normal. The calibration data did not show any alarms or flags on the calibration. Quality control recovery for all three analytes were within acceptable ranges. Upon review of the alarm trace, multiple errors related to the ise system reagent occurred around the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined.